Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device was monitored and tested with no unexpected battery power loss noted. Pump error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working well and got hardware low level failure during self test. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.